Manufacturer narrative:
The joints remain implanted, therefore no product will be returned to the manufacturer for evaluation. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report four of four for the same event, reference 0001032347-2016-00639, 0001032347-2016-00640, and 0001032347-2016-00641.

Event description:
The patient reported a procedure to remove scar tissue on both sides. She stated the tmj implants were not removed, only the scar tissue. In addition, she stated everything was a success and there were no changes to her condition.

Manufacturer narrative:
No product was returned as the products remain implanted. There was no alleged malfunction of the implants. The revision was preformed to remove scar tissue most often is cosmetic in nature. The most likely underlying cause of the complaint is patient condition. There are no indications of manufacturing defects. Supplemental report four of four for the same event, reference 0001032347-2016-00639-1, 0001032347-2016-00640-1, and 0001032347-2016-00641-1.